Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call that there are cracks and stains on the screen of the insulin pump. The blood glucose reading is 80 mg/dl.